Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition a full insertion of the electrode array was not achieved at initial implantation. According to the implant registration card two channels were left outside of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Caretakers reported that the recipient has had a sudden loss of hearing perception with the device. An occurrence of trauma cannot be ruled out. No redness or swelling at the implant site was observed. Reimplantation is considered but currently not been scheduled.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. Furthermore a full insertion of the electrode array was not achieved at initial implantation. According to the implant registration card two channels were left outside of cochlea. This is a final report.

Event description:
Caretakers reported that the recipient has had a sudden loss of hearing perception with the device. An occurrence of trauma cannot be ruled out. No redness or swelling at the implant site was observed. Reimplantation took place (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Caretakers report that the user has had a sudden loss of hearing perception with the device. An occurrence of trauma cannot be ruled out. No redness or swelling at the implant site was observed.